Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: dirt adhering to the scope accumulated in the channel due to insufficient pre-cleaning before cleaning with the reprocessor. A definitive root cause cannot be identified. This issue is covered in the instructions for use: 4.3 endoscope precleaning and manual cleaning" in the oer-4 operation manual, it is necessary to pre-clean the endoscope before reprocessing the endoscope with this device. Immediately after the end of endoscopy, follow the cleaning, disinfection, and sterility procedures described in the endoscope's "attachment" and "operation manual. Olympus will continue to monitor the field performance of this device.

Event description:
The user facility reported that during reprocessing, black residue remained in the circulation port filter in the washing layer of the endoscope reprocessor. The filter was flushed with running water before cleaning the scope. It was also reported that the cds (cleaning, disinfectant, and sterilization) process for the endoscope was performed manually. The suspect device was only used in the alcohol flush and rinsing process. The reprocessed endoscope was used for a procedure with no report of health hazard to the patient. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. This report is the first of two related events. The second event is captured in the medwatch associated with patient ID # (B)(6).

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The investigation is ongoing. Therefore; a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.